Event description:
The pump was returned to for large prime volumes. During evaluation contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The 2531779-03/24/2010-003-r. The rewind, load, and prime steps were performed successfully without alarms. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration.